Event description:
It was reported that the patients ipg had flipped which caused difficulty charging. The patient underwent a revision procedure wherein ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware.